Event description:
Literature was reviewed regarding pericardial effusion requiring intervention in patients undergoing leadless implantable pulse generator (ipg) implantation. The authors described patient deaths in patients with and without the development of pericardial effusion requiring intervention. The specific causes of death were unknown. There were patients who experienced procedure related complications which included pericardial effusion which required percutaneous drainage or surgical intervention, atrioventricular (av) fistula, pseudoaneurysm, hematoma, retroperitoneal bleeding, venous thromboembolism, and acute kidney injury. The status of the leadless ipgs is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/80 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: pericardial effusion requiring intervention in patients undergoing leadless pacemaker implantation: a real-world analysis from the national inpatient sample database. Heart rhythm o2. 2024;5:217¿223. Doi: 10.1016/j.hroo.2024.02.004 this is a system report. The section d information is for the primary device, which was in use with the following: brand name micra product ID mdt-tps-delsys serial: unknown. D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.